Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that during use, a part near the pilot balloon cracked. The pt was re-intubated. No pt harm was reported.